Manufacturer narrative:
(B)(4). The customer returned a used 5-lumen 8.5fr x 20cm cvc kit catheter with an unraveled swg still inside of the catheter. The swg was removed from the catheter. Visual examination of the swg revealed the guide wire is unraveled from the proximal weld and the distal j-bend was undamaged and retained its shape. The guide wire body also had multiple bends and stretched coils. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The proximal core wire protruding is rounded and pinched. The distal weld was still intact. Both the proximal and distal welds appeared full and spherical. Bends were found in the catheter body; however, the bends were in the same shape as the kinked swg and most likely formed as a result of the swg remaining in the catheter. Prominent kinks in the swg body were located approximately 280 mm and 390 mm from the distal weld. The length and outer diameter of the swg were measured and were found to be within specification. The catheter body length and outer diameter were also within specification. A manual tug test confirmed the distal weld was intact. A device history review was performed and no manufacturing issues were identified. The instructions-for-use for this product states that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement the catheter should be withdrawn 2-3 cm relative to the spring-wire guide and another attempt should be made to remove it. If resistance is felt again the spring-wire guide and catheter should be removed simultaneously. Applying undue force may cause the spring-wire guide to break. The reported complaint that the guide wire broke while using the catheter was confirmed through visual examination of the returned s ample. The swg was unraveled, the core wire was broken adjacent to the proximal weld, and the swg body contained multiple kinks and offset coils. The returned guide wire and catheter met all relevant dimensional/functional requirements and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during the attempt to remove the guide wire, the wire stuck. The guidewire was removed with the catheter. A new device was inserted. No patient injury reported.

Manufacturer narrative:
(B)(4). The device (catalog number) is not sold in the us. Similar device/component sold in the us.

Event description:
The customer reports that during the attempt to remove the guide wire, the wire stuck. The guidewire was removed with the catheter. A new device was inserted. No patient injury reported.